Event description:
It was reported that the hospital wanted to check out the arctic sun device. They were unable to provide any further technical details and would provide an assessment of the device. The device had a failed heater. Per sample evaluation results received via task on 28jun2024, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed heater. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.